Event description:
It was reported that pump experienced malfunction alarm malf 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump prior to calling, continued using current pump with plan to rely on alternate insulin method if necessary, and was instructed by technical support to place malfunctioning pump in storage mode, return it within 10 days using provided shipping materials, and then program pump settings and reconnect continuous glucose monitor to replacement pump that was sent under warranty with updated software.